Manufacturer narrative:
(B)(4): no growth control.

Manufacturer narrative:
Asp investigation summary: health hazard evaluation. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The medical review for this particular event indicates that the risk to the patient is low.

Manufacturer narrative:
Sex: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number and failure mode and effects analysis. The DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to a no growth positive control result. Trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of 10/2011 to 09/2012. No significant trend was observed. Trending analysis by lot number was performed. The lot history was reviewed from date of manufacture to pi open date and found no similar complaints the fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The bi was received approximately four months after the incident occurred. By the time it was received, there was no media remaining in the suspect bi to determine the media color. The customer indicated that the media color of the suspected no-growth positive control was the same color as the negative control bi, which is consistent with a no-growth bi. However, information regarding incubation temperature is unavailable therefore incorrect incubation temperature cannot be eliminated as a contributing factor. Retains product was found to perform in its intended manner, review of the manufacturing process found no anomalies that would contribute to this issue, and lot history review revealed this was an isolated incident. Additionally, no manufacturing defects were observed in the returned bi. Two cyclesure 24 bi's were returned for evaluation and consisted of the suspect positive growth control bi and its concomitant processed bi. Suspect positive control: the ci disc is red, confirming that the bi was not processed. There is no media remaining to determine media color. The outer vial has stress marks consistent with crushing, and both a single spore disc and single tyvek liner are present. No manufacturing anomalies were observed that would contribute to a no-growth positive control result. Processed bi: the ci disc is gold, consistent with a processed bi. There is no media remaining to determine media color. The outer vial has stress marks consistent with crushing and both a single spore disc and single tyvek liner present.

Event description:
A customer reported no growth on a control cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad sterilizer. The load was not recalled successfully and the unknown load content(s) were used on patients. There are no reports of injury or harm from the event. It is unknown the prior and subsequent bi results. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted. This event is being reported to the FDA for the user error of releasing a load that was potentially not sterile.